Manufacturer narrative:
(B)(4). All pertinent information available to abbott medical optics has been submitted.

Event description:
The surgery center reported that a laser vision correction patient was presented with transient light sensitivity on both eyes (ou) at a 1 month post-operative exam. At one month post op exam, the patient¿s comment was of very sensitive to the lights. At that time, the light sensitivity was treated with prolensa. At a 5 month post op visit, the transient light had not resolved and the patient had increase pain and light sensitivity and more on the right eye than the left eye. There was no improvement with prolensa. Topical steroids (lotemax) were increased to treat the symptoms. Best corrected visual acuity (bcva) from (B)(6) 2017: right eye pre-op 20/15 -1.25 x -.75 x 160, left eye pre-op 20/15 -2.00 x .00 x 90. Bcva from (B)(6) 2017: right eye post-op 20/15 -.50 x .00 x 90, left eye post-op 20/15 .00 x .00 x 90.

Manufacturer narrative:
A record review was performed. A product deficiency review was performed and there is no product deficiency identified. A document, service history, and trending was reviewed. There is not a recognizable adverse trend. The risks and mitigations associated with the complaint issue are identified in existing risk documents and no new risks were identified as part of this investigation. A labeling review was conducted; the operator manual for the system was reviewed and found to include adequate instructions for use, warnings and operational errors. All pertinent information available to abbott medical optics has been submitted.